Event description:
It was reported in a scientific article that the pt was implanted with vns at age (B) (6) during an episode of refractory se. After implantation, pt had 100 percent reduction of gtc and 70 percent reduction of spm. One month later, she presented with breakthrough spm and infection of the surgical wound, which was successfully treated with antibiotics. Pt's output current was increased and no seizures have been reported for more than 4 months. The cause of infection and increase in seizures is unk at the moment. Good faith attempts to obtain add'l info has been unsuccessful.

Manufacturer narrative:
Abstract reference: soto, a., duran, f., scovino, f., castro, l., marin, p., garcia, j., and rivera, a. "Cessation of refractory consulsive status epilepticus after initiation of vagus nerve stimulation" (abstract) 8th european congress on epileptology under auspices of the german and israeli ilae chapters berlin, sept. 21-25, 2008.